Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was preformed and passed. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter did not work occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of the transmitter did not work is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.